Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was blank. The battery was changed five times but the display remained blank. The patient's blood glucose at the time of incident was 254 mg/dl. During troubleshooting the battery was changed; the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was not returned for analysis.